Manufacturer narrative:
Since the subject device has not been returned yet, no investigation was performed for the moment. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, when interrogating a pacemaker, the error message "guiapp: an invalid argument was encountered". Rebooting the tablet with power button, p1+p2 or removing the battery did not resolve the issue.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported behavior. When the programmer is turned on, the screen remains indefinitely black. The programmer is unusable in its current state. Since the programmer remains indefinitely on black screen, no files could be extracted, therefore, only hypothesis could be done regarding this behavior. Considering that a soft reset (p1+p2) did not resolve the issue, while a battery removal did suggest that the device was stuck in a very early hardware or bios/firmware state, before the launching of the software. Possible hypothesis are that: an unstable power delivery could have prevented one or more core component from initializing correctly. Ram initialization failure preventing the launching of software. Temporary contact issue (battery connector, internal flex cable) causing unstable power during the boot time. The main origin of the reported event could not be established with certainty. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, when interrogating a pacemaker, the error message "guiapp: an invalid argument was encountered". Rebooting the tablet with power button, p1+p2 or removing the battery did not resolve the issue.